Manufacturer narrative:
On 28th jan 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the escalation analysis the sensor had deviated from normal behavior, a sensor replacement was approved, and an RMA was issued for further investigation. Upon receipt of the RMA, the sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The root cause of the performance failure was due to the sensor's hydrogel oxidation.as part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 25 april 2025. D9 device available for evaluation? Yes on 10 march 2025. G3.date received by the manufacturer? 25 april 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 28, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.